Manufacturer narrative:
PMA 510k cannot be determined; device is unknown. UDI number, serial number, expiration and manufactured dates unknown. The reason for the reported event cannot be confirmed from the information provided but may be due to prosthesis wear and loosening and/or inclusion of the polyethylene in the packaging recall. Additionally, the retained femoral component and tibial tray appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 157 months after a total knee replacement procedure, the patient has experienced loosening, ambulation difficulties, discomfort, balance problems, pain, and osteolysis. Initial surgery operative notes were provided. Patient left the operating room in stable condition. No further issues or complications were reported. A revision procedure had not been performed. No additional information is available.